Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a bifurcated lesion located in a coronary artery. Three unspecified guide wires were advanced inside an unspecified catheter. A 2.5 x 28mm xience alpine stent delivery system failed to cross the lesion because it became stuck on one of the guide wires during advancement. Then the stent became deformed and the distal struts became distorted. The procedure was successfully completed with another 2.5 x 28mm xience alpine stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficult to position and the reported difficult to remove were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the report/noted device damages (stretched/bent struts, stretched and wrinkled inner/outer member) thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.